Event description:
The device was returned to the MFR for battery depletion. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Final analysis revealed broken welds at the bond wire pads.